Event description:
Morbidly obese post-op patient had witnessed cardiac arrest. Underwent five unsuccessful rounds of acls medications and defibrillation using the zoll m series biphasic defibrillator charged to 200 joules (the maximum) for pulseless ventricular tachycardia rhythm. The code team obtained and applied a different manufacturer's biphasic defibrillator that allows 360 joules defibrillation. The rhythm was captured and converted to normal sinus rhythm with a single biphasic shock at 360 joules.